Event description:
Had urge incontinence then I was placed with a tvt mesh sling coloplast supris, now it cause me to have bladder outlet obstruction, vesicourethral reflux and a urethral stricture. Bladder diverticulum and cystitis and are on self catheterization. No dr can fully remove my sling here in (B)(6). I am booked for a procedure to get sling divided. FDA safety report ID# (B)(4).